Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could of the missing ke-45 adhesive at forceps cover could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon evaluation of the returned ultrasound gastrovideoscope, it was observed that the adhesive was missing at forceps cover. There was no patient involvement.